Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which indicated that the procedure was completed by replacing the product. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eleven additional complaints associated with the lot for the reported issue. Two trocar assemblies were received for evaluation. The returned samples were visually inspected and were found non-conforming with open valves. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.

Event description:
An ophthalmic surgeon reported occasional leaks of the valved trocars. Patient impact and the number of patients involved is unknown. Additional information has been requested.